Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a high glucose reading (360 mg/dl) and administered herself with one extra unit of insulin from her normal dosage. Customer reported that she lost consciousness and went into convulsions afterward. Customer was treated with glucagon by her husband.